Manufacturer narrative:
The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: comp-(B)(4).

Event description:
It was reported that the silent nite had broken parts. Additional information received reported that specific details on the damage could not be recalled aside from the patient reporting that the device had a break. The patient stopped using the device on (B)(6) 2025. There was no patient injury and no intervention required.

Manufacturer narrative:
The device was returned for analysis, however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).